Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 29) with multiple cartridges during the load process and during insulin delivery. Additionally, the battery gauge was observed to be depleting rapidly. The customer's blood glucose was 185 mg/dl. Reportedly, the customer was able to load a new cartridge and continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified; however, the battery issue could not be identified.